Manufacturer narrative:
(B)(4). The plunger, suture, link, needles, and cuffs were not returned with the device, which limited the scope of the investigation and the reported needle-to-cuff miss could not be confirmed. Evaluation of the returned device revealed no needle strike mark at the posterior foot to suggest that the posterior needle could have been deflected and struck the foot, resulting in the posterior cuff miss during needle deployment. There were no abnormal observations that could contribute to the reported needle-to-cuff miss. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Based on the successful test, a probable cause related to the device could not be determined. The reported cuff miss could not be confirmed due to the related components not being returned with the device. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was removed no suture was present, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.